Event description:
Initial hcg result of 0.573 mlu/ml. Same sample repeated gave result of 8029 mlu/ml. Initial result was reported, patient not adversely affected. The field service representative found the s/r probe alignment was out of adjustment. The instrument was repaired.